Manufacturer narrative:
The user facility did not submit a user facility report to the MFR. (B) (4). (B) (4): the device has been received into the carefusion mfg plant and is currently undergoing eval. Once the eval of the device is completed, carefusion will submit a f/u medwatch report.

Event description:
The following description of the event and the condition of the pt was documented by a carefusion tech support specialist in response to a phone conversation with a user facility rep. "[Name removed] paged. She wanted to report a problem with a rental (B) (4). I called her back. She explains that they rented a vent for this pt and had it running for a couple of hours when all of a sudden, the ventilator "powered down". The driver stopped as well as all the lights went out on the vent. There were no audible alarm. All that was being delivered to the pt was the bias flow (oxygen) and map. When the incident occurred, the r's quickly switched out the vent with a conventional ventilator. No pt compromise. Since the pt was doing well on the conventional ventilator, she states that they do not want a replacement. They just want someone to pick up this (B) (4). When I asked her if they tried to re-power up the vent, she hesitated, but said "yes, it wouldn't restart". I explained to her about situations that would cause the ventilator to power down unexpectedly. I explained to her about "power interruptions" and using a (B) (6) as backup. She states that they do not use (B) (6) at their facility. I also explained to her about cell phones/walkie-talkies. She reports that there was no power interruption at the time and there wasn't any cell phones in the room. I told her that I would notify rentals of this complaint (request pickup) and follow up with hill-rom. (During documentation, I found that this ventilator was actually a 3100b, not a 3100a)". On 04/06/2010, carefusion sent a letter to the user facility seeking add'l info concerning the reported event and the condition of the pt. As of the date of this report, there has been no response to that letter from the user facility.